Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (c of c), lot trending review and system risk analysis (sra). Per the supplier's review of the c of c, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/27/2015 to 08/25/2016 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The alleged complaint with the sterrad sealsure tape cannot be verified. The c of c review found no anomalies that would contribute to the issue, also the lot history review did not exceed trending. C of c review showed that all process specifications were met before release of product therefore it is unlikely that the issue was manufacturing related. The issue with the unit is unlikely as the cycle passed and there was no issue with the chemical indicator strip. A different lot of the tape was processed in a cycle that properly changed color. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - the correct lot number is 33515, expiration date ¿ the correct expiration date is 10/01/2017.

Event description:
A customer reported the sterrad(tm) sealsure chemical indicator tape did not change color correctly after a completed sterrad(tm) cycle. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad(tm) sealsure chemical indicator tape not changing color correctly.